Manufacturer narrative:
(B)(4). Result of investigation: the unit was returned for evaluation where the factory service technician was unable to reproduce reported issue. During testing, the device triggered with each breath as expected. The unit was retested and returned to the customer. In the event that additional information is received a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer reported that the mark7a unit was not triggering. It is unknown if there is patient involvement or not, the customer did not report information of patient involvement, injury or harm.